Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the surgeon closed the device on tissue and heard a big crack noise. The device would no longer open. The surgeon used clips on either side of the jaws and cut the instrument out. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. 30 additional minutes were required to surgical time. Nothing fell in the surgical cavity. Patient current status reported as recovered.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection found the jaws locked and a staple lodged near the jaw hinge. The jaws were locked when received and could not be opened. The reported condition was confirmed. Inspection noted eschar between the jaws and a staple lodged between the seal plates towards the jaw hinge preventing the jaws from opening. The investigation identified the root cause of the reported event to be attributed to the user inadvertently grasping a staple causing it to become lodged between the jaws. The IFU states, avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. A device history review has been completed. No entries pertinent to the customer's report were noted.